Event description:
Through follow-up activities, it was reported that the lead was replaced due to ventricular lead failure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received.